Event description:
Pump declared alarm 20 occurred during pumping, and there was no adverse impact to the customer¿s blood glucose level. Customer was instructed to put the pump into storage mode and return it using a pre-paid label. Customer will reach out to a healthcare professional for backup therapy as no current backup is available, and a replacement pump will be shipped by technical support.